Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) six times as documented in the repair reports. The last repair was october 24, 2018 where it was reported that the device needed repair and the power cord assembly, power switch, and bearings were replaced. This is not a related issue. On april 5, 2019, it was reported that the device did not function without holding the cord. There was an electric shortage. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Product review of the electric dermatome on april 18, 2019 revealed that the motor would not run. The calibration was within specifications and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on april 18, 2019 which included replacement of the power cord assembly, o-ring, end cap, switch, motor, screws, external e-ring, spring seal, semi-circle bearings, and vespel bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the electric dermatome would not function properly due to a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the power cord assembly, o-ring, end cap, switch, motor, screws, external e-ring, spring seal, semi-circle bearings, and vespel bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device did not function without holding cord. There was an electric shortage. The event occurred prior to surgery and there was no harm or delay. No adverse events were reported as a result of this malfunction.